Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) erbe to perform failure analysis. The component was analyzed and it was found to have following errors on system logs: m-02 , 4-87 , 2-8a and m-18. The unit was tested on the system where it presented error(s) m-02-3/m-02 on startup followed by m-02, m-18 errors in the system logs. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the reported issue. The system was tested and verified as ready for use. The erbe involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci assisted surgical procedure, the monopolar settings had grayed out on the integrated electrosurgical unit (iesu) erbe generator. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed the system logs and noted error m-02. Prior to calling in the tse, customer tried rebooting the erbe. Tse had customer hard reboot the erbe but, with no change. The erbe continued to fault. Customer did not have a backup generator or vision side cart (vsc) and it was unknown how they were continuing with the procedure. There were no reports of patient injury.